Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced an elevated blood glucose (bg) level of 1000 mg/dl and due to needing settings adjustments. High bg was addressed with multiple daily injection, new site, new cartridge, and new insulin. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.